Event description:
--

Manufacturer narrative:
Correction: this device remains actively in service. Variance in rv pace impedance measurement still within normal limits however this issue could result in another patient/same situation in high pace impedance, which may prevent delivery of therapy to the patient. No further information is expected at this time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with the right atrial lead had exhibited greater than 2,000 ohms pace impedance, increased threshold measurement, noise and mode switching one day post-implant. The device pocket was re-opened during which the boston scientific local area sales representative indicated that the lead popped right out. There were no reported adverse patient effects beyond the unplanned surgical intervention.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific, but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.